Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device delivered an inaccurate amount of insulin. The caller reported that the basal rate settings were lowered, however the device did not decrease the amount and over delivered insulin; resulting in hypoglycemia. The patient received a blood glucose result of 2.0 mmol/l and experienced low blood glucose symptoms of convulsions and vomiting. The emt's were called and the patient was transported to the hospital. The type of treatment and blood glucose results provided by the emt's were not provided. At the hospital the patient was treated under intensive therapy. The type of treatment and blood glucose results obtained at the hospital were not provided. The patient is currently stable. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged.